Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence. Customer's blood glucose level was over 300 mg/dl. In addition, it was reported that the an occlusion occurred. Customer changed pump supplies to resolve the issue. Reportedly, the customer continued using the pump for insulin therapy.